Manufacturer narrative:
Based on the results of the investigation, the issue most likely occurred due to a leak on elevator channel plug connector. However, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a missing ke45 at forceps cover, and the pink probe peeling glue. There was no patient involvement.